Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Continued h6 (health effect): f2203.

Event description:
Patient reported capsular contracture baker iii. This record relates to the left side. The device was replaced with non-abbvie product.

Event description:
Patient has reported capsular contracture baker grade iii. This record relates to the left side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
D9 date is for photo received, device is not received. Device photo analysis : visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.